Manufacturer narrative:
E3 - occupation department: or, g4 ¿ PMA/510(k) #: exempt, h3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported during a percutaneous nephrolithotomy procedure, the perc ncircle nitinol tipless stone extractor, was broken at the junction where the shaft connects to the red handle. The shaft was disconnected from the handle but not detached. The surgeon attempted to reconnect the device and proceeded with its use. After insertion into the patient, the device failed to open/deploy and was unable to grasp the stone. As such, the device was removed, and the procedure was completed successfully using another device of the same type. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Moreover, as reported, the patient did not have tortuous, calcified, or scarred anatomy.